Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all specifications and no failures were identified. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the electric pen drive device stayed on after use. During engineering evaluation it was observed that the device passed all manufacturing specifications. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.